Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).